Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0m262, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient's device was implanted the prior day. Before implant, she got up 2 to 3 times during the night and last night, she slept pretty well but got up 3 times and leaked all three times. The patient never had therapeutic effect, but guessed it took longer than a day to know if it was working. When the device cycled on, it hurt the patient and she could feel the bumping feeling, and when she turned a certain way it would sort of hurt. The patient was also having trouble getting her patient programmer to come on, but then got it to work. The patient's programmer training was ineffective because she was still under the effects of anesthesia and she didn't remember anything as she was half asleep. The patient tried to use the programmer to check the device and saw that stimulation was on and set on program 1 at 2.2. Presently she only had one program. The patient tried to turn stimulation down but kept losing the connection. She tried connecting without the programmer antenna but got poor communication each time. Two days later, the patient reported that she was getting some discomfort from her stimulation so she decreased it and could now feel it comfortably. The patient still had the clamps or staples present at the implant site. The staples hurt when she moved a certain way but when she was laying down it was not too bad. The pain had been occurring since implant. The patient was scheduled to see her doctor on (B)(6) 2014 to have the staples removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. Additional information received a year later from the patient reports neurostimulator never helped her symptoms. She could not make it to the bathroom without leaking. The patient said when the system was explanted the hcp (healthcare provider) told her he discovered it was not hooked up and that was the reason it was not working. Programming with the representative about 3 months after implant occurred in (B)(6) 2014. The patient had several falls.